Event description:
The physician was breaking the stone and the or tech was holding the fiber straight for the doctor. The fiber broke outside the pt's body and burned the tech's arm.

Manufacturer narrative:
The customer was contacted three times, but no info was provided back to the manufacturer regarding the extent of injury to the technician arm. Mishandling of the fiber is evident. It appears to have caught on something or was looped very tight to cause it to break in multiple locations. After a review in june of all user complaints the manufacturer decided to report this incident in that our strict policy is to take an active approach and report all unresolved injury complaints when they become known.